Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical problems with revel ventilator where screw is broken off in the oxygen port which could not be removed. The customer confirmed that the problem took place during patient transport. The patient was not harmed, but oxygen could not be established due to leak at input site.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding a screw that has broken off in the o2 port which could not be removed. Visual inspection reveals screw ph pd cs 2-56 x 3/16" that hold the inlet port adapter connector broke off and was embedded on the o2 blender body. Replace the o2 blender to resolve the reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.